Manufacturer narrative:
The axium coil remains implanted in the patient; the coil delivery system will not be returned for evaluation, therefore the reported event could not be confirmed. The cause of the clinical experience could not be conclusively determined from the reported information.

Event description:
Medtronic received information that an axium prime 3d extra soft coil (coil) migrated out of the aneurysm sac after deployment during an aneurysm treatment procedure. The coil was used to treat a patient's posterior communicating artery aneurysm which had max diameter of 3.8mm and neck width of 3mm. Patient vessel tortuosity was describe as moderate. It was reported the coil was prepared following the instruction for use. No friction was encountered during the delivery of the coil. The coil was placed in the aneurysm in good position. When the physician pulled the microcatheter, the tail end of the coil came out of the aneurysm. Attempted was made to push the coil back with the pushwire, but it did not resolve the problem. The physician decided to treat the patient with a flow diverter and leave the coil in its current location at posterior communication artery. No patient injury reported.